Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness. It was reported that capture threshold could not be confirmed with a right atrial (ra) lead. Mode switch occurred. It was subsequently reported that all atrial tachycardia/atrial fibrillation therapies disabled approximately three days later, because the atrial lead position check failed. The ra lead remains in use. No patient complications have been reported as a result of this event.